Event description:
It was reported that during a cataract procedure, patient experienced an iris tear and corneal rupture. The reporter did not know at what point during the procedure the iris tear and corneal rupture occurred, or whether the lens had patient contact. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned to bausch and lomb. Visual inspection found one haptic bent. The cause of the bent haptic cannot be determined; functional testing cannot be performed due to the returned condition of the lens. The device history record (DHR) review was performed and there were no discrepancies or unusual finding that relate to the reported event. Based on the information available, the root cause of the event cannot be determined.